Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump where the customer reported an unspecified condition, as the malfunction could not be specified. This condition was found in the ER. The process step when the malfunction occurred was not identified. There was no report of patient involvement, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was not confirmed. However during product evaluation it was determined that there was damage to the pump head door and the latch of pump 2. The cause of the damage could not be identified as the device was returned unrepaired. There were no repairs performed to address the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.